Manufacturer narrative:
Product complaint # (b(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. How much surgicel was used during the procedure? 8. How much pressure was applied to the ear with the surgicel in place for tamponade? 9. Is there any evidence of the same pressure necrosis of the ear that didn¿t have surgicel applied? 10. ? What was the onset date? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tympanoplasty procedure on 12/1/2025 and absorbable hemostat was used. During surgery, absorbable hemostat was used on the patient as a tampon material for the ear canal. When the product was removed one week later, 180-degree circumferential of skin in the ear canal was discolored to a dark brown color. After that necrosis occurred, skin loss occurred, the external ear bone was exposed, and the epithelialization process is still ongoing. Initially, the doctor suspected compression necrosis due to swelling, but after investigating absorbable hemostat, it was found to be highly acidic, leading to the belief that a foreign body reaction or inflammatory response is the likely cause. The product was used on the ear canal. Additional suture is continuing. The patient is still in the process of epithelialization and treatment is continuing. Additional information was requested.